Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) was at the customer site and observed that controls were passing but patient sample plt results were high compared to another instrument. The fse confirmed the plt results were not correlating. The probe was replaced by the fse to resolve the reported issue. After replacing the probe he ran 5 patient samples to confirm the plt results were correlating. The repairs were verified by the fse. The failure mode is attributed to the instrument probe. Patient information was not provided by the customer. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  (B)(4).

Event description:
The customer reported that their coulter ac·t diff 2 analyzer was generating high platelet (plt) results compared to another instrument in the laboratory. There was no report of erroneous results reported out of the lab from the provided information. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.